Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for revision procedure. During the procedure, the right ventricular lead exhibited elevated capture threshold and impedance anomaly. The right ventricular lead was capped and replaced on (B)(6) 2019. The patient was stable post procedure.